Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, the patient's sensor wire was detached and remained inside the applicator tube after insertion attempt. The sensor insertion was at the abdomen on the (B)(6) 2015. There was no report any injury or medical intervention. No additional even or patient information is available.